Event description:
Received info alleging pump delivered insulin without being requested pt experienced low bg's.

Manufacturer narrative:
During further troubleshooting, pt uploaded pump history. Customer technical support identified three bolus requests were performed and delivered. Pt indicated he was unsure if the cartridge being used at the time of event was one affected by the cartridge recall.